Event description:
The tubing pulled apart at the drip chamber after priming and prior to connection to the patient. It was reported that there was chemo exposure to the nurse and to the visitors in the room, there were no report of contact with skin,eyes or mucous membranes. It was provided that the nurse was wearing appropriate garb at the time of incident.